Event description:
The incident occurred (B)(6) 2012, 0505. The ventilator started alarming for low pip and the nurse alerted respiratory therapist and then the jet circuit nearest the cassette let out smoke "appeared more to be water vapor until the smell hit us" and then let out flames. Rt told the nurse, to remove the pt from vent and bag while rt grabbed the circuit with my right hand near the flames and turned off the jet. The fire went out, nicu charge was notified and disconnected the oxygen. The vent was removed and replaced with a new jet with a new circuit and placed the pt back on the same settings. The nicu charge rn was notified by other rns in the module and he called security and maintenance. The circuit was changed out 24 days prior to incident.